Event description:
Event became reportable based on investigation completed on 20-apr-2007. It was reported that during preparation for a pci procedure, a leak occurred in the viva balloon catheter. The leak was discovered when the balloon failed to inflate. The event occurred outside of the patient and the device was not used. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported.

Manufacturer narrative:
Returned device analysis confirmed a break occurred in the hypotube. The break was located approximately 40 cm distal to the strain relief. An examination of the break site found that the break appeared to have occurred as a result of a severe kink that developed in the hypotube. As a result of the break it was not possible to inflate the balloon in order to test for leaks. There were no tears visible in the balloon material. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The root cause of the break is unknown.